Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer stated that she would revert to a back-up plan provided by her healthcare provider. The customer's blood glucose was 500 mg/dl. The customer stated that he may have had high blood glucose levels due to a virus. Advised customer that her insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.